Event description:
The event is reported as: alleged issue - when nurse was holding the device during surgery, the product did not apply the clip properly. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.